Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent cancellation remain unknown.

Event description:
Before a supraventricular tachycardia procedure, with the patient in the room, it was noted that the ampere rf ablation generator could not be turned on. The procedure was then canceled.